Event description:
A home patient reported minicaps being dry. Per home patient, the sponge is yellowish in color but dry. Home patient noted this prior to use and reported no patient injury associated with these incidents.